Event description:
In this event it is reported that the patient experienced issues with the first set of devices becoming ill-fitting within two weeks, causing a loose tooth, tongue irritation, and sores. The device repeatedly broke before the recommended wear period, and all sets caused oral sores despite careful wear. A second set was provided due to fit issues but also broke and caused sores by sharp edges of the device. A third 'rimless' set was issued, but devices fractured within a week, leaving sharp plastic shards in the mouth.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
After reviewing manufacturing and quality control records (including incoming inspection), no process- or material-related defects were identified during the production of the retainers. Photographic evidence confirms the presence of a crack in the aligners. However, based on the description of the alleged incident, the damage was stated to have occurred during the customer's use. Based on this information, it is concluded that the reported defect did not occur during the manufacturing process.